Manufacturer narrative:
The device was not returned for evaluation as it was discarded. A review of the device history record did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Three (3) major types of calcification have been identified: the primary form refers to calcification is caused by factors inherent to the iol design or material. The secondary form refers to deposition of calcium onto the surface of the iol caused by environmental factors (e.g. Changes in the aqueous surrounding the implanted iol associated with pre-existing or concurrent diseases, or due to additional surgical intervention). By definition, it is not related to any problem with the iol itself. The third form is a false-positive or pseudo-calcification in which other pathology is mistaken for calcification or false-positive staining for calcium occurs various mechanisms explaining the formation of mineral deposits have been suggested. The underlying pathogenetic mechanisms of delayed postoperative calcification remains unknown and a broad spectrum of biological, pharmacological, technological, and/or certain topical environmental factors may be involved. Based on the available information, lens calcification is a known procedure complication and is the likely cause of the event.

Event description:
Reportedly, a lens was explanted approximately 7 years after implantation due to calcification. The patient complained of decreased vision over the last year, and seeing a big gray blotch in their left eye. The lens was exchanged for an iol of a different model and diopter with vitrectomy and tube flash. The patient's outcome is good.